Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was attempted but not implanted because there were limited placement possibilities. There were no placements that would give thresholds that were acceptable to the physician. The lead was removed and an epicardial lead placement is planned. No patient complications have been reported as a result of this event.